Event description:
It was reported that the emergency medical service (ems) visited this patient as it was noted that the electrogram (egm) showed this device was not capturing, per the ems. Technical services (ts) referred this patient to their cardiologist for follow up. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.